Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B braun medical inc. Is submitting a single report on behalf of (B)(4). In a follow up call to the facility, the reporter stated that the needle stick injury occurred when the nurse was removing the needle from the catheter to set up the IV line. The safety shield did not fully deploy and was found 3/4 down the end of the needle. The sample and all available information was forwarded to the actual manufacturer, (B)(4) for further evaluation. One used needle (contaminated with blood) without the packaging was received for evaluation. The catheter was not returned with the needle. The returned sample was visually checked and found that the safety clip was located below the crimping area of the needle and not in the engaged position. No damage or defects were noted on the safety clip or the needle. Further evaluation of the sample is ongoing at this time. A follow up report will be provided after the inspection results are available.